Event description:
It was reported that the patient experienced exit block. There was also high thresholds on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.